Manufacturer narrative:
(B)(4). Batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the septum of a continu-flo interlink system collapsed. This occurred during infusion of 0.9% sodium chloride. The septum collapsed when using a blunt tip attached to a 3 cc syringe containing midazolam. Once the septum collapsed, the medication leaked and blood backed up into the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.